Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: case report of a large lipoma discovered intraoperatively in a chronically irritated implantable cardioverter-de fibrillator pocket. European heart journal - case reports (2022) 6, 1¿5. Https://doi.org/10.1093/ehjcr/ytac245. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this implantable cardioverter defibrillator (ICD). The article reports a patient who presented to the hospital with a painfully swollen generator pocket. There were no signs of infection such as fever, chills, local redness, swelling, or pain that could be detected. Blood samples taken also depicted unremarkable infection parameters. It was suspected that the cause was due to an ICD dislocation due to mechanical influences. A subsequent pocket revision was performed and thickened taut scar tissue around the device was removed and the ICD was repositioned. A small pocket hematoma occurred but did not require surgical treatment. Approximately two years later, the patient presented to the hospital with a severely swollen but only slightly painful generator pocket. Again, there were neither fever, nor increased laboratory inflammation parameters, nor local signs of inflammation found. An ultrasound scan showed a few millimeters of free fluid in the ICD pocket. Another intervention was scheduled, and they noted that the subcutaneous tissue was scarred, and deeper tissue dissection revealed a several centimeters dehiscent sub pectoral pocket entrance giving ride to a large adipose tissue-like structure. This emerged from this muscle gap and originated in the sub pectoral pocket ventral to the generator and invaded the subcutaneous tissue dorsal to the left mammilla. The tissue was completely resected, the old generator pocket closed, and a new one created further medially into which the ICD generator could then be inserted. Overall, the resection showed numerous mature adipocytes in a typical arrangement that led to the diagnosis of a large benign lipoma. The status/disposition of the ICD appears to be still in use. No further patient complications have been reported as a result of this event.